Manufacturer narrative:
The pump had intermittent button response due to flattened up button dome switch. There was no unlocked lcd keypad connector noted. The pump had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states the up and down buttons are hard to press and will not work. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.